Manufacturer narrative:
H6: codes have been updated to reflect the new information. Review of this MDR and/or additional information received, shows that there is no information to reasonably suggest, that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the manufacturer representative (rep). When asked, about the cause of the stimulation shutting off on its own. The rep stated, the stimulator was not shutting off on its own. The patient assumed, because sometimes they could not feel the "tingle", that the system had turned off. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was today the pts stimulation was shutting off without them noticing. Patient went to target and the stimulation shut itself off. When the patient tried to adjust the stimulation with the controller it said it did not find the program. During call patient got the settings not available message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient service emailed the field for visibility. Patient and the rep called back in asking for help with settings not available message. Rep also stated pt has adaptive stim and wants tingling all of the time but will sometimes just "stop" all of the sudden. Agent put on hold to warm transfer to tech services - the call was disconnected. Case re-opened due to email response from the medtronic rep.